Event description:
It was reported that the atrial lead exhibited undersensing and intermittent sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 9.4 cm from the connector pin due to friction with another implantable device. Clavicular crush damage was noted at 25.9 cm from the connector pin. (B)(6).